Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the noise occurred due to the screws inside the front panel are loose and detached. The root cause of the loose/detached screws is unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation was confirmed when the noise was found to have been caused by a screw that came loose from the front panel. Additionally, the evaluation found the video connector receptacle lock failed and was not locking, battery was draining, and the rear panel labelling was rubbing off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is received.

Event description:
The customer reported to olympus the visera elite video system center was making an abnormal internal noise. The device was returned an during the device evaluation the following reportable malfunction was found: front panel screw came off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.